Manufacturer narrative:
Additional information has been received and a1., a3., b5., h6., has been updated. The reports filed under mfg report num.: 3003657720-2024-00002 and 3003657720-2024-00003 as invalid due to unspecified patient identifier were reported. All future follow-up regulatory reports will be linked to this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received states that there were no patient identifiers were available at this time of report, so the complaint has been updated to unidentified patients (10 potential patients, but thought they could only remember 3-4 patients from same clinic).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional stating that after wearing contact lenses several patients experiencing corneal ulcers, no further additional information regarding the product and consumer identifiers is known at this time, the current symptom resolution is unknown at the time of this report. Additional information has been requested but not yet received.